Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 434 mg/dl with moderate to large ketones. Reportedly, the customer is at the age of being hormonal which the customer suspects to be a potential factor to the elevated bg. Bg was addressed via a manual injection. The customer was instructed to consult with healthcare provider regarding bg level.